Event description:
It was reported, that the patient's implantable cardioverter defibrillator performed inappropriate shock. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that programming changes were performed. There were no patient consequences.